Event description:
It was reported from (B)(6) that during service and repair pre-testing, it was observed that the motor seized, and was rough running on the small battery drive device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.